Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
It was reported that patient underwent a revision procedure 17 years post-implantation due to pain and elevated metal ions. During the revision, significant trunnionosis was noted with tears in the gluteus medius and minimus. The acetabular cup was aseptically loose with only fibrous but no bony ingrowth. Black metallosis noted around the head and neck. Gluteus medius and minimus were found to be partially torn. The femoral stem was left intact, all other components were replaced without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a4, b4, b5, b7, d6, e1, e2, e3, e4, g2, g3, g6, h1, h2, h6, h10. Corrected: a4, b7.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 . Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left total hip arthroplasty on (B)(6) 2010 due to osteoarthritis. Zimmer biomet products were implanted without complications. The patient was revised on (B)(6) 2017 due to failed hip arthroplasty. Per office notes dated (B)(6) 2017, the patient presented with pain and was limping with pain. Lab reports dated (B)(6) 2017 showed the patient had elevated metal ions in blood - cobalt 10.6 (normal <1.9), chromium 4.0 (normal <3.6), and an x-ray review revealed radiolucency around the acetabular cup and screw. During the revision procedure on (B)(6) 2017, the cup was found to be loose. There was black metallosis around the head and neck. Scar tissue was excised, and the trunnion exhibited trunnionosis. Gluteus medius and minimus were found to be partially torn. Tendons were repaired and the femoral stem was left intact. The femoral head was replaced with a new zimmer biomet product. The cup and liner were replaced with competitor's products. No other findings/complications were noted. Part and lot identification are necessary for review of device history records, neither were provided for the stem, shell and screw. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: unk head, lot: unk; part: unk stem, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00376, 0001822565-2021-00377.

Event description:
It was reported the patient underwent revision procedure approximately 7 years post-implantation due to pain, elevated ions, tissue damage and acetabular loosening. Only the head was revised. Attempts have been made and no further information has been provided.